Event description:
It was reported during implant procedure not all impedances were within range. The lead showed high impedance on electrode 3. Electrode 3 was not used for stimulation. The patient did not experience any symptoms. The event was considered as related to the lead and unknown if it was related to the extensions, programming, or procedure. The event remains unresolved with no further actions planned. Additional information reported that impedance was greater than 20,000 ohms.

Manufacturer narrative:
Date of event: updated to reflect new information received.

Event description:
Additional information received reported the onset date was changed to (B)(6) 2013.

Manufacturer narrative:
Product ID: 3387-28, lot# 0207588808, implanted: (B)(6) 2013, product type: lead. Product ID: 3387-28, lot# 0207588809, implanted: (B)(6) 2013, product type: lead. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).